Manufacturer narrative:
Investigation report attached on returned unused samples from same lot number.

Event description:
Customer reported 2 incidents: outer catheter broke off from its hub when it was being removed from the animal's vein. 1st incident occurred in (B)(6), exact date unknown, catheter had been placed in the animal's vein for 1 day, 2nd incident in (B)(6), exact date unknown, catheter had been placed in the animal's vein for 3 days. No further information provided by the customer.